Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of incident. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer alleged the insulin pump has been hacked, settings were changed wirelessly, low bg's and possible over delivery anomaly on january 22, 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches, over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Reviewed the pump history file, there was no boluses delivered on the event date. The insulin pump was programmed with multiple test boluses and monitored. All boluses delivered properly and was recorded in the pump's daily history screen. No bolus anomaly noted. No basal anomaly noted during testing. The pump was monitored for 2 days, no change in settings was noted. No unexpected insulin pump suspend or unexpected pump resume noted. No change in settings anomaly noted during testing. The insulin pump passed the functional testing. Unable to confirm alleged low blood glucose the customer alleged pump settings changed (cybersecurity - hacking allegation) was not confirmed. The customer alleged for possible over delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. The insulin pump is returning for failure analysis

Event description:
Medtronic received information that the insulin pump will be returning for failure analysis.